Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient indicated that there was a patient issue in relation to the ins issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was having issues with device not working properly like the battery went from 100 to 70 very quickly. Patient initially stated that her ins was draining quickly. Patient confirmed no recent changes to programming and no recent falls/traumas. Patient confirmed she charges her ins to 100%. Pss asked how quickly ins was depleting and patient did not provide answers. Pss asked how long ins battery was lasting before and patient stated "quite a while". Patient stated that her ins does not charge at all. Patient further clarified that the issue was that her ins was getting low and was not charging. Patient confirmed that the ins was depleting as quickly as she would expect it to, but the issue was that her ins was not charging. Patient could not recall what was occurring when ins was not charging. Patient confirmed no visible damage to rtm. Pss walked patient through charging ins on call and patient stated she was successfully charging ins with excellent recharge quality. Patient stated her ins was 70% charged. Patient confirmed equipment was working as designed at end of call. Patient stated she noticed this issue started "about a week ago". Patient called back and clarified the issue was that her ins was at 90% and does not deplete. Therapy was working so patient was redirected to hcp.